Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic hernia repair involving the stomach, the balloon would not inflate. To correct the condition, another device was used. There was no patient injury. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one sm plus btt/oval balloon dissector opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed on the white seal of the dissector balloon section. The blunt tip trocar balloon inflated properly, and no leaks were detected. Due to the observed damage to the seal, the dissector balloon would not inflate properly. However, when the hole containing the white seal was covered, the dissector balloon inflated properly which verifies that the dissector balloon was intact. All other components were in proper working condition. Replication of the observed seal damage may occur if the dissector balloon system is forcefully inserted into the cannula without the aid of lubricant or if the seal makes contact with an instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.